Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. A follow-up report will be submitted when the results of the investigation are available. Note: this report is being filed for the adverse event. A second report for the same incident was filed under MFR report number 9610825-2017-00247, for the product problem. These reports are being filed for the 8445801c catheter component of kit 4514017c. Kit 4514017c is the item that the issue was reported against, however kit 4514017c is not sold in the united states. The catheter component, 8445801c, is used in other perifix one kits that are assembled and sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: catheter-damaged-broken